Event description:
Patient was presented to the interventional lab for recannulazation of the superficial femoral artery (sfa). Vessel characteristics are unknown. Proper preparation of the product was performed and no anomalies were found. The physician placed the balloon at the target lesion and asserted pressure using a merit inflation device. The balloon then rupture using a merit inflation device. The balloon then ruptured at 4 atmospheres. The balloon was removed safetly and another balloon of the same size was used to complete the procedure.